Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the fenestrated bipolar forceps (fbf) instrument (pn# 420205-05 / m10130222 491) associated with this event has been performed. Per the logs, the fbf was last used on 01/31/2020 on system (B)(4). The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Additional technical review is not required as there was no error related to the issue. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, when the fenestrated bipolar forceps instrument was introduced, the jaw was observed to be misaligned and a broken cable was identified. A backup instrument of the same type was used and the procedure was completed with no reported injury.

Manufacturer narrative:
Additional information can be found in the following fields: g4, g7, h2, h10. Corrected information can be found in g5. The 510k number has been added to g5. Based on the corrected information, this complaint remains a reportable event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The unique device identifier (UDI) has been added in section d4.

Event description:
Refer to h10/h11 for additional information.